Event description:
Medtronic received information regarding a navigation system used intraoperatively in a functional endoscopic sinus surgery (fess) in which there was patient involvement. It was reported that the system was not allowing the site to register. There was troubleshooting present. Technical services (ts) advised the site to change to three point trace which allowed them to trace but then trace was off. The model was edited and after editing the model, the three point trace would not line up with the middle of the forehead and they could not move the blue dot to the middle of the forehead. Ts had them change over to trace since three point trace would not line up. Ts had them also edit the three-dimensional (3d) image. Auto refined worked and cleaned up the image a lot, there was a lot of scatter. Ts had them do a hard restart of the system as well since three point trace would not line up. After the three point trace would not line up, ts had them changed back to trace registration. Trace registration was slow but was successful. The beeps as the doctor traced were slow. Ts could not tell if the system was beeping slow because of the doctor or if the system needed a chec kout. Ts advised them to delete patient data off the system after this case. Ts confirmed with the doctor that they were tracing slow. There was no impact to patient outcome and surgical delay was less than one-hour.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. A1104: registration was slow a22: not allowing the site to register, three point trace would not line up with the middle of the forehead f1908: delay of less than one hour f26: no patient impact h3, h6: no products have been returned to medtronic for analysis. Code b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.